Manufacturer narrative:
(B)(4).. Date sent: 06/11/2021. Additional information: there is no abnormality that might cause the reported mislabeling problem. The production process, inspection process, and the material balance sheets in the batch records are all in accordance with the requirements. Checked the clearance records of the two batches of the products and no abnormality was found. Checked the retained sample, and there is no abnormality in the samples. It is the first case of these defect received in plant. The root cause of the defect cannot be confirmed due to the absence of abnormalities in the plant's production and release process. It may be that the label was dropped in the process of logistics and afterwards, it was mistakenly pasted. The root cause of the defect cannot be confirmed as no samples are returned and there is no abnormality in the plant's production and release process.

Manufacturer narrative:
(B)(4). Batch # unknown. As the device was not returned, an analysis investigation could not be performed.  A conclusion could not be reached as to what may have caused or contributed to the event.  Photo was received and is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the photographic evaluation. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
Inconsistent chinese label. It was reported that the product indicated on packaging is ctcd75 (lot: e19080006, provided by distributor per deliver records) while it indicated on chinese label is ctct75(lot: e19080005). The device has been used. There is no report on patient injury.

Manufacturer narrative:
(B)(4). Date sent: 04/30/2021. This is an analysis for a photo submitted to ethicon endo surgery for evaluation. During the visual analysis of the photo, the following was observed: the photo shows a label of product code ctct75, lot: e19080005 and exp. Date: 2024-08-08 based on the photo reviewed no conclusion could be reached as to what may have caused the reported incident, the assignable cause of the reported complaint could not be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process, all devices are manufactured, inspected, and released to approved specifications. The manufacturing records evaluation could not be performed for the reported lot as this lot in not found within the us database. As the device was not returned, an analysis investigation could not be performed.  A conclusion could not be reached as to what may have caused or contributed to the event.